Manufacturer narrative:
Concomitant medical products: product ID 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that she needed another surgery to change the leads. The patient stated she wanted the therapy to be as good as the first implant and noted she couldn¿t use her arm as well as she could. The patient explained that the leads needed to be replaced because she lost therapy and found out the leads broke at her neck.

Manufacturer narrative:
Product ID: 977c265, serial# (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of the ins being on the patient's bra line was that it was placed there by the surgeon. The patient stated that it felt like it was being shoved into their shoulder blade, they haven't slept in 6 days and it "hurts like hell". The patient said that the cause of needing to change out the leads was that the patient was not getting therapy from their current lead placement. The patient said that the leads had to be placed on the left side and the system doesn't work as they were right side sensitive. The patient stated that the steps taken to get the ins off the bra line is they are going to move the device to the patient's side; the patient added that the ins was going to be moved to the other side of their body and then into their side. The patient noted that the issues had not been resolved as they were waiting for the insurance company. The patient stated that it started badly, and it has gotten worse. The patient stated that they couldn't take a deep breath, they couldn't lay on the device, they couldn't lay on the left side as that was where the battery was, and they couldn't lay on their stomach as they would need to lay on their neck. The patient stated that their right arm was so swollen right now so they couldn't pick up a pencil. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins) for complex regional pain syndrome. Information was reported that the patient stated the ins pocket site it uncomfortable and the ins sticks out when she is sitting down. The patient stated the generator is right on her bra line and she cannot recharge. The patient is planning to have the ins pocket surgically revised, but it has not been scheduled yet. No further complications were reported. No additional patient symptoms were reported.